Manufacturer narrative:
Device evaluation: investigation was unable to duplicate the complaint of a blank display. The display had normal resolution and contrast. Unrelated to the complaint, the battery compartment was cracked on the left side of the grip pad.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.